Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Initial reporter telephone: (B)(6). (B)(4).

Event description:
It is reported that the protégé everflex could not be deployed. An unknown stent was used to complete the procedure. No patient injury is reported. Evaluation summary:   the protege everflex stent delivery system (sds) was received for evaluation with the distal 3 cells (7 strut levels) deployed. No ancillary devices or cine images from the procedure were available for this investigation. The lock-mechanism was snug-tight. There was liquid residue noted in the clear flush line. A 0.035" dia. Test guidewire was loaded through the guidewire lumen without complication. The loaded device was staged in a deployment force test fixture. The stent deployed with 0.98 lbs. Of force.